Manufacturer narrative:
Two photos of a 25x5/8" safetyglide needle were received by bd. A quality engineer was able to review the photos from lot #2006959 regarding item #306609. One image shows the package with all applicable product information visible on the top web. The next image shows the loose safetyglide needle with the cannula separated from the needle hub. The condition observed is non-conforming per product specification. Potential root cause for needle pulled out of hub defect is associated with the needle supplier¿s manufacturing process. These conditions are occurring at/below their expected frequency. Therefore, no corrective actions are required for needle packaging site at this time. The samples will be forwarded to the needle supplier for further evaluation and investigation. Supplier investigation: based on the investigation and with the photo sample analysis, the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered. A device history record review was completed for provided batch number 2006959 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle fell out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: while pulling out of patient's arm, needle fell off of base.